Event description:
It was reported that the insulin pump alarmed motor error. The reported blood glucose reading was 290 mg/dl. Troubleshooting was performed, and the displacement test passed. Nothing further was reported.

Manufacturer narrative:
The display was blank intermittently due to moisture damage on the electronic assembly.